Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation. Diagnostics indicated impedance issues. Surgical intervention is slated to take place at a later date.

Event description:
Additional information received indicated surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.